Event description:
The event is reported as: complaint form indicates: an air leak was found at the cuff check. No reported pt injury.

Manufacturer narrative:
A visual inspection of the picture received was performed and the air leak could be observed. No other defects were found. A device history record (DHR) review did not show any issues related to this complaint. Assessment was conducted and no changes required. Although, from the picture it was observed that the air leak was found the complaint cannot be confirmed and a conclusive root cause can not be determined since the sample was not available. However, the MFR will continue to trend relating complaints.